Event description:
It was reported that during a percutaneous transluminal angioplasty treatment, a balloon rupture and removal difficulty occurred. Vascular access was retrograde via the left radial vein. The target lesion was located in a severely calcified arteriovenous anastomosis. The angle of the target lesion was severe. A 5f non-bsc sheath was inserted and the 6.0 x 40, 40cm mustang balloon introduced. After the first inflation at 14 atms for 30 seconds, the lesion was not dilated enough so a second inflation was performed at 20 atms for 30 seconds. The balloon ruptured at 20 atms. After the balloon rupture occurred, the balloon was not able to be removed through the sheath. A 7f sheath was inserted antegradely and 'tag wire' was performed. The distal tip of the balloon catheter and "some part of the balloon" was pulled into the 7f sheath. The hub of the balloon catheter was cut. It was removed together with the 7f sheath. The balloon had been torn circumferentially. The proximal end of the balloon catheter was removed through the 5f sheath. No part of the balloon remained inside the patient. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment, a balloon rupture and removal difficulty occurred. Vascular access was retrograde via the left radial vein. The target lesion was located in a severely calcified arteriovenous anastomosis. The angle of the target lesion was severe. A 5f non-bsc sheath was inserted and the 6.0 x 40, 40cm mustang balloon introduced. After the first inflation at 14 atms for 30 seconds, the lesion was not dilated enough so a second inflation was performed at 20 atms for 30 seconds. The balloon ruptured at 20 atms. After the balloon rupture occurred, the balloon was not able to be removed through the sheath. A 7f sheath was inserted antegradely and 'tag wire' was performed. The distal tip of the balloon catheter and "some part of the balloon" was pulled into the 7f sheath. The hub of the balloon catheter was cut. It was removed together with the 7f sheath. The balloon had been torn circumferentially. The proximal end of the balloon catheter was removed through the 5f sheath. No part of the balloon remained inside the patient. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 22mm distal to the proximal transition zone. The shaft of the device had been cut at 151mm distal to the strain relief. The distal portion of the balloon is attached to the distal tip, it is bunched in appearance. The single lumen shaft is stretched and bunched up in appearance. There was no other damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).